Event description:
It was reported that the right atrial (ra) lead had impedance greater than 3000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).